Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation. (B)(4) events were duplicated during testing. (B)(4) devices were found to have a worn component. (B)(4) device was found to have non-stryker repair. (B)(4) device was found to be affected by corrosion and a damaged housing. (B)(4) device was found to have a corrosion. (B)(4) events were not duplicated; the devices were found to be within specifications for the reported event. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. 5 reported events had no patient involvement; no patient impact. (B)(4) reported event had patient involvement with no patient impact.